Event description:
Meter prompts an error 2 message when the test strip is inserted into the meter. The proper technique was used to do a blood test. Patient mentioned that at the doctor's office, they were having blurry vision and were sweating, which were symptoms of low blood glucose. They tested on their meter and obtained a 44 mg/dl. Md treated patient with a can of soda. They retested and obtained an error 2 message. Two hours later patient was tested on another meter and obtained a 246 mg/dl. Batteries have been replaced and the meter still gives the error 2 message. Customer service was unable to resolve the issue and is sending them the patient meter. This case is being reported as a malfunction, since the error 2 message was not resolved.